Event description:
It was reported "while working very heats up." Report 1 of 1 complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician found the bearing was damaged and the gears abraded it was also found that device exceeded the expected temperature results. New bearing, gears, various small parts were replaced.